Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' Visual inspection of the as returned products identified one implant with fractured screw inside of it, which was too badly damaged to be removed. Additionally, external thread and drive feature identified to have significant damages, most likely due to retrieval process. Bone debris were present on the external threads as well. Functional testing and dimensional analysis could not be performed since the screw was fractured and its piece remained inside the implant. Pre-existing conditions and tooth site are unknown due to limited information provided by customer. However, the implant was placed for approximately 2 years. X-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR and complaint history review could not be performed for unknown 3i screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event (screw fracture). Therefore, based on the available information, the reported device malfunction (screw fracture) did occur and was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Email address and fax number unknown / not provided. PMA/510(k) number not available. Device manufacturer date not available.

Event description:
It was reported that the screw fractured and it was not possible to remove from the implant. Therefore the implant was also removed.